Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; the device was received with damaged thread tip; fragment did not accompany complaint. Due to an unknown cause, this complaint is considered confirmed but is not manufacturing related.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history report was conducted. The report indicates that the: orchid unique manufactured the 6mm/10mm stepped drill bit, p/n 357.403, and lot # on po #1619257, lot u194626 for 65 pieces delivered on march 3, 2014 and on po #1619262 for 32 pieces delivered on march 20, 2014. Initially, the part conformed to the supplier¿s certificate of conformance, dated march 1, 2014, and synthes final inspection sheet # 357if403, revision ¿j¿. The parts were released to the warehouse on march 11, 2014 (po #1619257) and on april 8, 2014 (po #1619262). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail procedure, the 6.0mm/10.0mm stepped drill bit encountered some resistance and a fragment of the drill bit tip broke free and was left in the femoral neck of the patient. A competitors drill was used in this case. The surgeon had finished drilling when this occured and the procedure was completed successfully without any surgical time delay. The patient was doing fine. This report is 1 of 1 for (B)(4).